Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12000. Model:sc-1200. Serial: (B)(6). Batch: 20744213. UDI: (B)(4).

Event description:
It was reported that the leads of the patient had impedance which resulted into inadequate stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.